Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not switch to rescue mode and the rear wheels are out. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed the casters had come unscrewed, and one was cross-threaded. The stm removed the wheels and was able to thread and tighten them. The stm removed the console from the cart, and was able to re-set it and enable the console to be inserted and removed from the cart. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer. The full name is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not switch to rescue mode, and the rear wheels are out. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.